Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During a (B)(6) male patient ivtm therapy for fever control, customer reported that after day 4 of dwell time, the nurse noticed saline bag was empty. Customer suspected that the solex 7 catheter (lot #unknown) has leaked. No information if fluid was observed on the floor, patient's bed or near the thermogard console. Customer said that insertion of the solex 7 catheter through the patient's left jugular vein by an experienced physician was smooth. No known impact or consequence to patient information was available.

Manufacturer narrative:
The reported complaint of a leaking solex 7 catheter (lot #86813) was not confirmed during visual inspection and functional testing. A visual inspection of the returned solex 7 catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture. Balloon was covered in dried blood. Functional testing of the returned solex 7 catheter was performed. All infusion ports and extension tubes were flushed without resistance. The solex 7 catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. Additionally, the returned solex 7 catheter was conected to the returned start-up kit (suk) lot #087362 and placed in the tgxp thermogard system for total of two hours running in the max warming mode with target temperature at 37°c and in the max cooling mode with target temperature at 35°c, no leak was observed on both catheter and suk during testing.